Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 56 mg/dl. Reportedly, the customer recently had surgery due to an infection that was not diabetes related, and the pump correction factor and carbohydrate ratio needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer addressed low bg levels with orange juice and glucose tablets.